Manufacturer narrative:
In response to FDA report number: mw5087827. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported pain, breast are ¿hard as rocks,¿ ¿possible rupture," ¿fluid collection¿ and capsular contracture, baker grade unknown. Device remains implanted. This record is for the right side.